Event description:
Customer reported that alarms on the device were quiet. There was no adverse impact to the customer¿s blood glucose level mentioned. Customer declined further troubleshooting, and no additional actions or follow-ups were reported.